Event description:
Sterile gloves are falling apart/breaking at the fingertips during sterile procedure.

Manufacturer narrative:
No returned sample, the physical properties of the retained samples were tested. All met the spec requirements.